Event description:
Correction to g3 of the initial medwatch. The aware date should be 20-apr-2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of mediastinal lymphadenopathy), using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni. Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: fungus: exophiala lecanii-corni. (B)(6) 2020-patient was seen by pulmonologist to follow-up on bronchoscopy procedure-no changes. (B)(6) 2020 seen by pulmonologist- follow-up pulmonary function tests (pfts). Improving. (B)(6) 2020 seen in walk-in clinic-swelling in face (due to long term use of prednisone). (B)(6) 2021-seen by pulmonologist-shortness of breath significantly improved. (B)(6) 2021-seen by pulmonologist for follow-up. Weight gain, complaints of shortness of breath, cough improving. (B)(6) 2021-seen by pulmonologist for follow-up-denies shortness of breath, feels much better. The patient was not treated with antifungals at anytime during the course of these events. The patient's current description is described as : back to baseline. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.